Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer obtained a result of 500 mg/dl on the advantage system 40 minutes after taking 20 units of novolog 70/30 insulin. Reporter stated that the customer was feeling weak and disoriented, so 911 was called. Reporter stated that the emts obtained an unknown low result and treated the customer with an unknown solution intravenously. The customer was taken to the hospital and given orange juice and a sandwich, which she could consume on her own. No other actions were reported taken or treatment received. No adverse event was reported. A request was made for the return of the affected product.